Event description:
Hulbert loop tip electrode was requested by physician. The disposable device had been reprocessed by alliance (now ascent). When surgeon stepped on the pedal the loop broke off in the pt. The device was removed, the loop was recovered and the procedure continued with another device. No harm to the patient.======================health professional's impression======================malfunction of disposable device.